Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information noted that the patient was not present during instrument verification. The gray navigation lock tracker was the problem. Either the spheres were not put on correctly or the lighting in the room somehow interfered with the optical camera being able to detect the spheres. The system check out was completed and it was noted that all the instruments were able to verify. I believe that the verification failed due to user error that day. The site has completed multiple cases since with no issues.

Manufacturer narrative:
The system was serviced in the field and passed all tests. No failures were found. The representative confirmed all instruments were able to verify. Codes b01, c19 and d14 are applicable. Information suggested that the issue was this the gray tracker however device information is not available at this time.

Event description:
Medtronic received information regarding a navigation device. It was reported that the site was having issues with the system being able to see and track instrumentation for a clinical case. It was clarified that no patient was present. This happened pre-operatively of a spine procedure during instrument verification. It was reported that the gray tracker was the problem and that either the trackers were not put on correctly or the lighting in the room somehow interfered with the optical camera being able to detect the spheres. It was believed that the verification had failed due to user error as the site has since completed multiple cases with no issues.

Event description:
There was approximately a 30-45 min delay. The camera would not see any of the spheres. Site tried rebooting the system and it didn¿t resolve the issue. Manufacturer representative tried to replicate the issue and could not. Not sure what the error was but do not believe it was user error. Manufacturer representative reported that the camera never could see the instruments. The instruments were never verified. It is believed that this is not related to any issue with trackers as the camera could not see any instruments.

Manufacturer narrative:
B5: additional information provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information was added to section d 1,2,4 no analysis was preformed at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.